Manufacturer narrative:
B5: narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the event was caused by a fault in the edc test power module patient cable (pmpc).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that analysis of the power module found there was no communication between the system monitor and the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module was returned for evaluation. The power module (serial number: (B)(6)) was returned for analysis to the edc and was evaluated and tested on 28jun2024. The unit was powered on and booted up as intended. The unit was functionally tested and passed all testing. A backup battery was added, and the rubber vent bands were replaced. Old labels were cleaned and removed, and preventive maintenance was performed. Device history records for the power module (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) (rev. C) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.